Event description:
It was reported that there was compression of a biliary stent in the artery. The alleged length of the stent after placement, was 4cm. The tracking anatomy was occluded and the vessel was calcified, however, the user had no difficulties in advancing the delivery system to the target lesion because of pre-dilatation. The physician implanted another biliary stent (7x80mm) by overlapping the first one at the level of the proximal end. Reportedly, there was no reintervention needed, as the physician implanted the second stent during the same procedure as the first. No pt injury reported.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device currently distributed in the us. The complaint sample remains implanted, therefore, an evaluation could not be done. The event is currently under investigation.